Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent a pockets site revision and was doing well postoperatively. The device remains implanted and in service.